Event description:
It was reported that the unit has a frayed power cord. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Unit has not yet been returned for eval; follow-up report will be issued as necessary based upon investigation results.